Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 21-nov-2022. H6: investigation summary: customer returned two (2) used 32g x 4mm pen needle without a cover, tear drop label, or inner shield attached. Consumer reported needle blocked and needle(s) bent. The returned pen needles were examined, and it was observed that 1 sample featured a bent non-patient end (npe) cannula, and the other sample featured a bent patient end (pe) cannula. No evidence of manufacturing defect was observed. Due to the condition in which the samples were returned, neither pen needle could be tested for flow to determine if there was a clog. Since both samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe and pe cannulas is user related. The alleged clog issue could not be confirmed based on the samples returned for investigation. No DHR review can be carried out as lot number is unknown. Embecta was not able to duplicate or confirm the customer¿s indicated failure (clog). The root cause for the reported clog issue could not be determined, as the issue could not be confirmed.

Event description:
It was reported that the unspecified bd¿ pen needle was blocked during use. The following information was provided by the initial reporter: "needle blocked."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle was blocked during use. The following information was provided by the initial reporter: "needle blocked."